Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: approximated based on the date the explant procedure occurred. The device was not returned for analysis; therefore, a technical analysis could not be performed. A review of the manufacturing documentation for this device was unable to be performed as the lot number is unknown. However, a ship history review was performed to identify the most probable lots, a manufacturing review of the most probable lots did not identify any anomalies or deviations that could have contributed to the event. A risk review was completed and confirmed that the event of device explantation was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The device was not returned for analysis and the complaint could not be confirmed. A record review did not reveal additional information related to the complaint. Therefore, with all known information, boston scientific determined the most probable cause is unable to exclude device problem.

Event description:
It was reported that the patient's superion indirect decompression spacer was explanted and replaced with a competitor's device. The explanted device will not be returned for analysis.

Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: approximated based on the date the explant procedure occurred.

Event description:
It was reported that the patient's superion indirect decompression spacer was explanted and replaced with a competitor's device. The explanted device will not be returned for analysis.